Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported worsening mitral valve insufficiency/ regurgitation appears to be a cascading event of the incomplete coaptation. The reported patient effect of mitral valve insufficiency/ regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and thick leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment has occurred, and clip was no longer attached to the posterior leaflet. Mr was grade 3+ after slda. Additional clip was implanted to stabilize the slda. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.